Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Troubleshooting of the pump indicated technique issues when filling the cartridge. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose level of 16 mmol/l with "feeling crumby", headache, and crankiness. The reporter stated that the last few days there were air bubbles in the cartridge. The reporter stated that the cartridge was changed 3 times and the tubing was changed 4 times in 3 days. The reporter confirmed that there were no cracks or damage to the cartridge. The reporter confirmed that the insulin was stored at room temperature and the cartridges were cycled appropriately prior to filling. Troubleshooting indicated that the patient was pressurizing the insulin vial with approximately half the amount of air as the desired amount of insulin. The patient reported that air bubbles were seen in the cartridge after filling; the patient reported loading the cartridge into the pump and attaching tubing immediately after filling. Customer support advised the patient on thoroughly removing air from the cartridge prior to use. Customer support advised the patient that there was no product defect identified. This report is made based on the allegation that the patient experienced hyperglycemia due to cartridge filling technique causing air bubbles.

Manufacturer narrative:
Device evaluation: no cartridge was returned; a retained sample was evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge passed visual inspection, no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. A force test was performed with no failures at the conclusion of testing. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.